Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 00445. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a hip procedure that was subsequently revised approximately two (2) weeks later. The patient was revised due to dislocation from fall. Attempts have been made and no further information has been provided.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Component code: mechanical (g04) ¿ head. Visual examination of the returned product identified the liner and cup were received assembled. Two of the fingers of the liner are deformed around the opening. The locking groove of the liner is in good overall condition. A deep scratch is present inside the liner. The liner rotates freely within the cup. Orange colored debris is present within the liner's cutouts. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. It is unknown if the fall caused or contributed to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed.